Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log. The fse performed all sorter alignments and adjustments for tips in order to correct the error with no tip pickup. The fse also performed cup alignments and hybrid cup assembly adjustments to ensure the sorter was functioning properly. The fse repaired and verified the resolution by running a cup transfer test, sorter tip and sorter cup macro, and quality control run without error and within acceptable range. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 10618605. There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [2207] no tip acquired by sorter. Cause : no tip was detected during the tip attachment check. If retry fails, measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. [4273] hybrid cup transfer z-axis home overrun. Cause : the home sensor activated improperly after movement of the hybrid cup transfer z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported event was due to a misaligned sorter.

Event description:
A customer reported error messages ¿2207 no tip acquired by sorter and 4273 hybrid cup transfer z axis home overrun¿ on the aia-2000 analyzer. The customer powered off and performed a version up (software reload), but the errors persist. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.